Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. Additonal information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.